Event description:
It was reported that the 9800 system had a precharge error and filament regulator error messages prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive, battery pack, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.